Event description:
It was reported that (2) devices were used during a lobectomy. It was reported by the affiliate that the tx30v would not staple after the 3rd reload. Another instrument was used to complete the case. There was no consequence to the patient.